Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump", "benign nodule", "folds", "pain and discomfort", capsular contracture, baker grade iii. Explanting physician: name: (B)(6) email: (B)(6) address: (B)(6).

Event description:
Patient reported "1 year ago started to feel lump, pain, and discomfort". Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Additional, corrected and/or changed data: a.5a, b.5,

Event description:
Patient reported that 1 year ago started to feel a lump in his breasts, performed an us exam and it was found that the nodule is benign which was not device related, in the exam presented folds in the left breast and when lies down feels discomfort and pain. Patient reported feeling pain in both breasts, but it felt stronger on the left side. Healthcare professional reported capsular contracture, baker grade iii. Patient has concerns due to the recall. The device still remains implanted. This is for the left side device.